Manufacturer narrative:
Visual and functional analysis was performed on the returned unit. The reported deployment difficulty and thumbwheel resistance were unable to be confirmed as the stent was already fully deployed. The reported resistance with the guide wire was unable to be confirmed during functional testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation determined that the reported difficulties appear to be due to circumstances of the procedure. Based on the reported information and analysis of the returned unit, it is likely that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and deployment failure. Additionally, it was reported that difficulty was encountered removing the absolute pro from the guide wire, which further indicates that the shaft was likely bent in the anatomy and there were chatter marks noted on the returned unit throughout the entire length of the sheath. Further, it was reported that once outside of the anatomy the stent was manipulated and deployed, indicating that the difficulties were likely related to anatomical challenges. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional absolute pro device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. The first absolute pro (6x80mm) was advanced on a non-abbott guide wire but resistance was met. The device could not be advanced therefore it was removed. During removal resistance with the guide wire was met, therefore both devices were removed together. Then another non-abbott guide wire was advanced to the lesion. The second absolute pro (6x100mm) stent was advanced to the lesion and positioned, but when turning the thumbwheel, 2 steps, the wheel stopped. The stent was only partially deployed (about 1cm). The device was removed in the 6f introducer without damage to the artery. It was noted that there was resistance with the guide wire during removal. The procedure was decided to be stopped, and a control imaging was done showing no issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.